Event description:
It was reported that a zenith flex with spiral-z technology aaa endovascular graft iliac leg occluded. The device was placed in the patient on (B)(6) 2022 during a standard infrarenal endovascular aneurysm repair (evar). An additional iliac leg, a vascular self-expanding stent, and main body graft were also placed at this time. In (B)(6) 2022, right limb occlusion was identified on a follow-up computed tomography (CT) scan. As a result, the patient will require an additional surgery to reline the limb extension. No other adverse effects to the patient have been reported. This report captures occlusion for one of the two iliac leg grafts. Occlusion of the additional iliac leg graft is captured under the patient identifier (B)(6).

Manufacturer narrative:
Customer (person): title: consultant vascular and endovascular surgeon; line 2:(B)(6), postal code: (B)(6); phone: (B)(6); fax: (B)(6). This report includes information known at this time. A follow up report will be submitted should additional, relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. Correction: h6 (annex f) this report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information was provided on 29mar2023. Planning and sizing information indicated the zsle-13-107-zt was planned to be placed on the patient's right. A zsle-13-90-zt and 9x60 zilver were planned for the patient's left side. There was no pre-existing thrombus before the procedure. During the initial implant procedure there was an angled distal limb so a 9x60 zilver was implanted. No procedural notes are available. The patient had been prescribed rivaroxaban prior to the placement of the grafts. Rivaroxaban had also been prescribed after the placement of the grafts as well. The location of the occlusion was in the right iliac limb. It was reported to be a total occlusion. A re-lining was not completed. The physician reported that the patient died of unrelated causes on an unknown date. It is not definitive when the occlusion was diagnosed. The patient was seen in clinic in (B)(6) 2022 where the vessels were patent. An ultrasound on was performed on (B)(6) 2022 where a ¿dampening in the right common femoral¿ was reported and a follow up clinic letter in (B)(6) 2022 diagnosed a limb occlusion.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. Investigation evaluation a representative of south tyneside and sunderland nhs ft informed cook on (B)(6) 2022 of an incident involving a zenith flex with spiral-z technology aaa endovascular graft iliac leg (zsle-13-90-zt; lot unknown). The male patient had been diagnosed with heart failure and an abdominal aortic aneurysm (aaa). The patient had been prescribed an anticoagulation medication (xarelto, rivaroxaban). He underwent an endovascular aortic repair on (B)(6) 2018 where the following cook devices were placed: zenith flex main body (rpn: unknown, lot number unknown) zenith flex with spiral-z technology aaa endovascular graft iliac leg (zsle-13-90-zt, lot unknown) zenith flex with spiral-z technology aaa endovascular graft iliac leg (zsle-13-107-zt, lot unknown) zilver flex 35 vascular self-expanding stent (rpn: zfv6-125-9-6.0, lot unknown) during the initial implant procedure an angled distal limb was identified. This required the implant of the zilver flex 35 vascular self-expanding stent. The patient was prescribed anticoagulation medication (xarelto, rivaroxaban) after the placement of grafts. The patient was seen in clinic in (B)(6) 2022 and vessels were patent. It was initially reported that, during a follow-up computed tomography (CT) scan in (B)(6) 2022, a total right limb occlusion was identified. However, it was later confirmed that a CT was not completed at this time. The date of the identification of the occlusion is unknown. An ultrasound was completed on (B)(6) 2022 and ¿dampening in the right common femoral¿ was reported. A follow up clinic letter in (B)(6) 2022 diagnosed a limb occlusion. The patient did not have a re-lining procedure. The physician reported the patient died of unrelated causes (date unknown, specific cause unknown). Reviews of documentation including drawing, instructions for use (IFU), manufacturing instructions, quality control procedures, and specifications of the device were conducted during the investigation. The complainant did not provide the complaint device to cook for investigation as it remains within the patient. However, the site did provide imaging for review. An image review was completed on (B)(6) 2023 by a cook, endovascular planning specialist. A non-contrast CT (computed tomography) scan dated 14dec2018 was reviewed. The overlap of above the main body graft bifurcation with the ipsilateral leg graft was -9 mm. The overlap above the main body graft bifurcation with the contralateral leg graft was 11 mm. This created a misalignment of 20mm. Thrombosis was unable to be visualized. The right ipsilateral zsle-13-90-zt is 9 mm below the flow divide and the left contralateral zsel-13-107-zt was 11 mm above the flow divide. Also provided was a conventional angiography and x-ray. The x-ray was dated (B)(6) 2018 and (B)(6) 2019 and the conventional angiography was dated (B)(6) 2018. Unfortunately, the reviewer was unable to evaluate thrombosis and no additional information could be provided by the imaging. Additionally, a document-based investigation evaluation was performed. Cook could not complete a review of the device history record (DHR) due to lack of lot information from the user facility. However, cook did review the device master record (dmr) and found the appropriate controls are in place within the manufacturing process to detect non-conformances related to this failure mode. Cook also reviewed product labeling. The product IFU, t_zaaasz_rev4 ¿zenith spiral-z aaa iliac leg with the z-trak introduction system,¿ provides the following information to the user related to the reported failure mode: 4.1 general ¿ additional endovascular interventions or conversion to standard open surgical repair following initial endovascular repair should be considered for patients experiencing enlarging aneurysms, unacceptable decrease in fixation length (vessel and component overlap) and/or endoleak. An increase in aneurysms, size and/or persistent endoleak or migration may lead to aneurysm rupture ¿ patients experiencing reduced blood flow through the graft limb and/or leaks may be required to undergo secondary interventions or surgical procedures. 4.2 patient selection, treatment, and follow-up ¿ zenith spiral-z iliac artery distal fixation sire greater than 10 mm in length and 7.5-20 mm in diameter (measured outer wall to outer wall) is required. These sizing measurements are critical to the performance of the endovascular repair. ¿ adequate iliac or femoral access is required to introduce the device into the vasculature. Access vessel diameter (measured inner wall to inner wall) and morphology (minimal tortuosity, occlusive disease and/or calcification) should be compatible with vascular access techniques and delivery systems of a 14 french to 16 french vascular introducer sheath. Vessels that are significantly calcified, occlusive, tortuous, or thrombus-lined may preclude placement of the endovascular graft and/or may increase the risk of embolization. A vascular conduit technique may be necessary to achieve success in some patients. ¿ pre-existing regions of stenosis/narrowing (less than approximately 20 mm ID in the aorta or 7 to 8 mm ID in the iliacs) have been shown to increase the risk of a thromboembolic event (e.g., graft limb occlusion). The potential for this increased risk in these patients may preclude placement of an endovascular graft. Dilatation of these regions with a noncompliant balloon and/or stent placement may be necessary to help assure maintained graft patency and to reduce the risk of a thromboembolic event. Additionally, the completion angiogram (with stiff wire guides removed) should be reviewed carefully to determine if further treatment in these regions is necessary (e.g., adjunctive ballooning or stenting). Failure to remove the stiff wire guide prior to the angiogram could mask any limb kinking or narrowing that might occur when the wire guide is removed. ¿ follow-up imaging should be carefully reviewed for narrowing within the leg graft. Patients with a graft leg lumen of less than approximately 5 mm ID may be at increased risk of a thromboembolic event (e.g., graft limb occlusion). Reintervention (e.g., noncompliant ballooning or stenting in these regions) should be considered to help assure maintained graft patency and to reduce the risk of a thromboembolic event. ¿ patients with poor outflow or a hypercoagulable state (e.g, cancer) may be at an increased risk of a thromboembolic event. ¿ the zenith spiral-z aaa iliac leg with the z-trak introduction system is not recommended in patients who cannot tolerate contrast agents necessary for intraoperative and postoperative follow-up imaging. All patients should be monitored closely and checked periodically for a change in the condition of their disease and the integrity of the endoprosthesis. ¿ inability to maintain patency of at least one internal iliac artery or occlusion of an indispensable inferior mesenteric artery may increase the risk of pelvic/bowel ischemia lengths ¿ all patients should be advised that endovascular treatment requires life-long, regular follow-up to assess their health and the performance of their endovascular graft. Patients with specific clinical findings (e.g., endoleaks, enlarging aneurysm or changes in the structure or position of the endovascular graft) should receive enhanced follow-up. 4.5 implant procedure ¿ inaccurate placement and/or incomplete sealing of the zenith spiral-z endovascular aaa iliac leg within the vessel may result in increased risk of endoleak, migration or inadvertent occlusion of the internal iliac arteries ¿ excessive overlap 10mm above the main body bifurcation may increase the risk of limb thrombosis. 5.2 potential adverse events adverse events that may occur and/or require intervention include, but are not limited to: ¿ aortic damage, including perforation, dissection, bleeding, rupture and death ¿ arterial or venous thrombosis and/or pseudoaneurysm ¿ endoprosthesis: improper component placement; incomplete component deployment; component migration; component separation from another graft component/ suture break; occlusion; infection; stent fracture; graft material wear; dilation; erosion; puncture; perigraft flow; and corrosion ¿ graft or native vessel occlusion ¿ renal complications and subsequent attendant problems (e.g., dehiscence, infection) ¿ vessel damage 7.1 individualization of treatment the risks and benefits should be carefully considered for each patient before use of the zenith spiral-z aaa iliac leg. Additional considerations for patient selection include, but are not limited to: ¿ patient¿s age and life expectancy ¿ co-morbidities (e.g., cardiac, pulmonary or renal insufficiency prior to surgery, morbid obesity) ¿ patient¿s suitability for open surgical repair ¿ patient¿s anatomical suitability for endovascular repair ¿ the risk of aneurysm rupture compared to the risk of treatment with zenith spiral-z aaa iliac leg ¿ patient¿s ability to tolerate general, regional or local anesthesia ¿ iliofemoral access vessel size and morphology (minimal thrombus, calcification and/or tortuosity) should be compatible with vascular access techniques and accessories of the delivery profile of a 14 french to 16 french vascular introducer sheath ¿ zenith spiral-z iliac artery distal fixation site greater than 10 mm in length and 7.5-20mm in diameter (measured outer wall to outer wall) ¿ freedom from significant femoral/iliac artery occlusive disease that would impede flow through the endovascular graft. The final treatment decision is at the discretion of the physician and patient. 8 patient counseling information in addition to the risks and benefits of an endovascular repair, the physician should assess the patient¿s commitment and compliance to postoperative follow-up as necessary to ensure continuing safe and effective results. Listed below are additional topics to discuss with the patient as to expectations after an endovascular repair: ¿ all patients should be advised that endovascular treatment requires lifelong, regular follow-up to assess their health and the performance of their endovascular graft. Patients with specific clinical findings (e.g., endoleaks, enlarging aneurysms or changes in the structure or position of the endovascular graft) should receive enhanced follow-up. ¿ patients should be counseled on the importance of adhering to the follow-up schedule, both during the first year and at yearly intervals thereafter. Patients should be told that regular and consistent follow-up is a critical part of ensuring the ongoing safety and effectiveness of endovascular treatment of aaas. At a minimum, annual imaging and adherence to routine postoperative follow-up requirements is required and should be considered a life-long commitment to the patient¿s health and well-being. Physicians should refer patients to the patient guide regarding risks occurring during or after implantation of the device. Procedure-related risks include cardiac, pulmonary, neurologic, bowel and bleeding complications. Device-related risks include occlusion, endoleak, aneurysm enlargement, fracture, potential for reintervention and open surgical conversion, rupture and death.¿ evidence provided by the complaint facility, device failure analysis, device history record, complaint history, and manufacturing documents suggests that the device was manufactured to specification. There is no evidence of nonconforming devices from the complaint lot in house or in the field. Cook has confirmed this complaint based on customer testimony. Imaging could not confirm occlusion with the images provided. Cook was unable to establish a definitive cause for the failure. Thrombus/occlusion is a known inherent risk of the device per the IFU. The risk assessment for this failure mode was reviewed, and no additional escalation actions are required. Cook will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding patient and/or event details has been received since the previous medwatch report was sent.